Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The pump was also received pump with cracked reservoir tube lip, scratched lcd window and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 12 mmol/l. The customer stated that her keypad is not reacting at all. The customer stated that no buttons are working and the time is moving forward on the screen. The customer will be sent a replacement pump. The customer will return the pump for analysis.